Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 483 (mg/dl) and diabetic ketoacidosis. Prior to going to emergency room, customer attempted to address bg levels by delivering a bolus, resting and drinking water. While hospitalized, customer was treated with intravenous insulin. System check with tandem technical support indicated the pump was performing as expected; however, customer reported that they do not check their bg with test strips often. Customer was offered additional pump training and it was recommended that they contact their health care provider to discuss diabetes management. Customer was still hospitalized at the time event was reported.